Event description:
It was reported that during a stent placement procedure, a stent dislodgement occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous unspecified superficial femoral artery. The physician attempted to cross the "tight" lesion with another manufacturer's stent, however, the stent would not cross the lesion, so the physician removed it. Next, the physician advanced the express biliary ld premounted 8.0 x 40 x 135cm stent system and had a difficult time while attempting to cross the lesion. The physician decided to remove the express ld, however, the stent dislodged from the stent delivery system and migrated slightly into the unspecified superficial femoral artery. The physician attempted to snare the express ld, but was unsuccessful. The physician "crushed" the express ld with an unspecified balloon. Next, the physician attempted to cross the lesion with another manufacturer's stent, but was unsuccessful. Finally, the physician crossed the lesion with another manufacturer's stent and successfully completed the procedure. No patient complications were noted and the patient's status was reported as "fine". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.